Event description:
It was reported that during a percutaneous coronary intervention procedure, an inflation issue occurred. An unspecified balloon catheter was advanced inside the patient and this advantage 26 inflation device was used to inflate the balloon. Once dilation was performed, the catheter was removed from the patient at which point the inflation device deployed positive pressure without manual triggering. The balloon catheter was still attached to the inflation unit. This occurred outside the patient. The procedure was completed with another advantage 26 inflation device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was functionally tested and no anomalies were noted. The device met specification. Per the dfu, "pressure can be decreased instantaneously by depressing the finger latch to the unlocked position (in) while slightly rotating the plunger handle". It is possible that the finger latch was in the locked position and the syringe handle was turned inadvertently by the physician thereby increasing pressure; however, either of these scenarios cannot be conclusively proven. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).